Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to inflation issues. During the procedure it was noticed that both cylinders had a hole and a tear in the middle. It was observed that the reservoir was empty and a hole was identified in this component as well. No patient complications were reported.